Event description:
The device was interrogated with a new programmer software that cleared up the false eri.

Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The device memory indicated the battery measurement was not available. It was noted that the device exhibited a false elective replacement indicator (eri) due to measurement system lock-up. A reset of the device by programmer with updated software cleared the lock-up condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device interrogated in a false elective replacement indicator (eri) with no battery voltage available. No intervention was performed. The device remains in use. No patient complications have been reported as a result of this event.